Event description:
A pharmacia & upjohn sales rep reported an ophthalmologist who had three pts who developed endophthalmitis associated with implant of the model 912 cee on intraocular lens. This case describes a 71 yr-old man who had a cataract extraction with lens implant of his right eye on 9/21/98. On 9/25/98, he was diagnosed with an endophthalmitis. He was sent to a retinal specialist in which an anterior chamber wasshout was done and a culture taken of the right eye. He was treated with vancomycin and tobramycin followed by gentamycin, celoxin and pred forte. Since there was no improvement, he was sent to a retinal specialist and a vitrectomy was done. He was prescribed tobradex and as of 10/28/98, the endophthalmitis is improving.